Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the reported problem could not be duplicated with the device. The device was scrapped. Review of the device activity logs showed that the batteries installed in the device had reached the expected life. The log warned the user of the low battery status, the user never attempted to replace the batteries. The batteries were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.